Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, fluctuating ino readings were observed. According to the hospital's report, the monitored no concentration varied between approximately +/- 5ppm after the dose was weaned to 10 ppm. Linde's clinical education staff assisted with troubleshooting which stabilized the dose to 7-12 ppm. However, the monitored no concentration subsequently dropped to 0 ppm without any changes to the setup and remained at 0 ppm for several minutes. The device was exchanged, and therapy was resumed at the previous dose of 10 ppm. A transient drop in the patient's oxygen saturation was observed during the event; however, the patient recovered to baseline levels after the intervention. No lasting adverse effects were reported. Ventilator mode and settings: servo-u, simv pc, rate 20, 38% fio2, pc8, ps6, I-time 0.4. Pip 16, map 9.7, minute ventilation 0.4.

Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. During the evaluation, the internal manifold assembly was found to be faulty. This condition can affect gas delivery control and contribute to fluctuations or instability in the monitored nitric oxide concentration. The manifold was replaced, and the device subsequently met all manufacturer specifications for nitric oxide delivery, gas monitoring, and all other functional performance checks. Based on the results of the device evaluation and the information available, the investigation concluded that the root cause of the reported event was a malfunctioning manifold. No additional device faults or manufacturing defects were identified. A review of complaint history for this failure mode indicated that the occurrence rate remains within established control limits.